Manufacturer narrative:
Unique device identifier (UDI): for type of device: catheters, transluminal coronary angioplasty, percutaneous.

Event description:
Ptca balloon burst upon inflation in the artery. Balloon removed intact with no adverse outcome for patient. Calcific artery.

Event description:
Ptca balloon burst upon inflation in the artery. Balloon removed intact with no adverse outcome for patient. Calcific artery.